Event description:
Pt complained of pain after implantation of prodisc-l implant in 2007. Surgeon attempted l5-s1 anterior access removal. Surgeon opted not to remove the pdl due to scar tissue. Pt was revised to a posterior fusion.

Manufacturer narrative:
This info was not provided during the initial report. Additional info has been requested. D7: device was not explanted. Cannot be determined without a lot number. Without a lot number, the manufacture date cannot be determined. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number is available.